Event description:
Patient reported that she developed a recurrent hernia at the site of a previously repaired defect. The attending surgeon advised that this patient had a previous hernia repair and subsequently became pregnant. A diagnostic laparoscopy was performed to rule out an ectopic pregnancy at which time the gynecologist observed that the implanted mesh was intact. The patient delivered a large baby, full term, in january of 2006 and subsequently developed a recurrent hernia two months later. Surgeon does not know if the recurrence is attributed to a device tear, dislodgement or other issue. Surgeon opines that the patient will require a reoperation.